Event description:
During follow-up, the device could not be interrogated and showed an error message. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.